Event description:
It was reported by service report that the intouch footboard had sustained damage resulting in sharp edges and susceptibility to fluid intrusion. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Sharp edges.